Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope image dropped out again and again. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report was confirmed. In addition to the malfunction listed in section b5 the following findings were also determined; the suction cylinder had no color, the forceps channel port had a dent, the switch one had wear, the endoscopic position detecting unit (upd) image temporarily disappeared due to corrosion on upd board unit, the plug unit was deformed, the water removal ability did not meet the standard value due to clogging of nozzle, the plastic distal end cover had a dent, the light guide lens had a crack, the adhesive on the bending section cover had scratch, the image disappeared during angulation in up/down directions due to damage on charged coupled device unit, water cannot be supplied due to clogging of jet-tube in control unit, and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.